Event description:
It was reported that pump triggered alarm 01 related to cartridge use. There was no adverse impact to the customer's blood glucose level. Customer could not confirm any cracks on original cartridge, did not have it available for return, and, after being instructed by technical support to load new cartridge, successfully loaded second cartridge and resumed insulin delivery.